Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') and menorrhagia ('abnormal bleeding(menorrahagia)/ menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for nausea: erythromycin. Past adverse reactions to the above products included vomiting with erythromycin. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with surgery (endometrial ablation and to remove the essure implant/ laparoscopy, hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Insertion details: 3 coils were seen protruding from the left tubal ostia. An identical procedure was then repeated on the right side and following placement of the essure, 4 coils were seen protruding from the right tubal ostia. Complications during removal surgery:- repeat/multiple surgeries. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received:- reporter information updated. New event added abdominal pain, endometriosis. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding("menorrhagia")") in a 39-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for nausea: erythromycin. Past adverse reactions to the above products included vomiting with erythromycin. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Insertion details: 3 coils were seen protruding from the left tubal ostia. An identical procedure was then repeated on the right side and following placement of the essure, 4 coils were seen protruding from the right tubal ostia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter information updated. Historical drug,concomitant condition,concomitant drug were added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding(menorrahagia)") in a 39-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for nausea: erythromycin. Past adverse reactions to the above products included vomiting with erythromycin. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Insertion details: 3 coils were seen protruding from the left tubal ostia. An identical procedure was then repeated on the right side and following placement of the essure, 4 coils were seen protruding from the right tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.